Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump received with debris under the lcd window, cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.

Event description:
It was reported that customer experienced physical damage of insulin pump. It was reported that the insulin pump casing was damaged and that there was what appeared to be dust under the display screen. Customer does not know how damage occurred. Customer's blood glucose was unknown at the time of incident, but states that blood glucose was 427 mg/dl due to infusion set. Customer was advised that insulin pump would need to be replaced.